Event description:
Customer reported that she had unexplained high blood glucose and dka. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was 790 mg/dl when paramedics arrived. Customer stated that her insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed the motor test. Unit had cracked reservoir tube window.